Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported problem was not identified during the event history log review. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. A visual inspection, returned instrument testing evaluation (rite) functional testing, rite electrical testing and simulated-use testing were performed. The sample analysis revealed no issues that could have caused or contributed to the reported problem. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced electric shock from a homechoice machine. The patient was connected at the time of the event. This event occurred during drain three of peritoneal dialysis therapy. The caregiver stated that the patient wiped the homechoice device with a wet cloth every night and there was a humidifier two feet away from the homechoice. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd) to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.